Manufacturer narrative:
Other relevant device: product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins was implanted (B)(6) 2017, and since then they have had a delayed wound healing disorder. The ins and extensions were reported to be likely infected. The devices were explanted on (B)(6) 2018, and a replacement system was implanted on the opposite side. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, (B)(6) implanted: 2004, explanted: (B)(6) 2018, product type: extension; product ID: neu_unknown_ext, serial# unknown, implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type: extension; product ID: 64002, lot# 0208867143, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: adapter. Please note: only the year of the extensions implant date is valid as the exact date is not known. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 (B)(6) (hcp, rep, for) [information about no stable connection at implant omitted. See related (B)(4)] information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins was implanted (B)(6) 2017, and since then they have had a delayed wound healing disorder. The ins and extensions were reported to be likely infected. The devices were explanted on (B)(6) 2018, and a replacement system was implanted on the opposite side. No further complications were reported or anticipated.